Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message regarding diagnostics was noted upon interrogation. The device was reprogrammed. The patient is non-symptomatic by the event.